Event description:
It was further reported, that review of log files revealed, low flow alarms at the time of the event.

Manufacturer narrative:
A supplemental report is being submitted for correction and investigation completion. Correction b5: the event description was updated, to include additional details regarding the event. Correction h6: the FDA device code(s) was corrected from a24 and a0708 to a1412. Product event summary: the ventricular assist device (vad) was not returned for evaluation. And one (1) controller was returned for evaluation. Failure analysis of the returned device revealed, that the unit passed visual inspection and functional testing. Review of the controller log files revealed, that the pump's power consumption and estimated flows was within normal operating range through 2 5-nov-2020. Log file analysis revealed, four (4) controller power events with associated motor starts were logged on 25-nov-2020. The first controller power up event was logged at 12:17:09. The data point logged in the controller's internal logs prior to the first loss of power revealed, that no power source was connected to power port one (1) and one battery was connected to power port two (2) with 81% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and the same battery was connected to power port two (2). The controller was without power for 14 seconds. The second controller power up event was logged at 17:11:59. The data point logged in the controller's internal logs, which was logged at 12:23:45, prior to the second loss of power revealed, that no power source was connected to power port one (1) and the same battery was connected to power port two (2) with 79% rsoc. The data point recorded after the second loss of power revealed, that a second battery was connected to power port one (1). And no power source was connected to power port two (2). The controller was without power for 4 hours, 45 minutes, and 49 seconds. This was followed by two additional controller power events at 17:21:02 and 17:31 :13. Only one (1) battery was connected to power port one (1) prior to the losses of power. The controller was without power for 17 seconds and 14 seconds, respectively. Review of the controller's internal logs revealed, that the last data point with the pump connected was logged on 25-nov-2020 at 17:37:49 and revealed, that one battery was connected to power port one (1) with 98% rsoc. And that no power source was connected to power port two (2). The controller then powered down at 17:59:09. No anomalies were observed leading up to the losses of power. Additionally, log file analysis also revealed, three (3) low flow alarms were logged on 25-nov-2020 between 17:12:07 and 17:31:21. No other alarms were logged within the analyzed period. As a result, the reported events were confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed, but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Based on the available information, a possible root cause of the losses of power can be attributed to an intermittent disconnection on the one attached power source and/or a disconnection of the one attached power source. Additional products: d1: controller 2.0, d4: serial #: (B)(6), d9: yes, return date: 16-dec-2020 h3: yes, dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d12, d15. Investigation of this event is completed. And the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 model #: 1420, catalog #: 1420, expiration date: 28-feb-2021, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 24-feb-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device patient died due to unknown circumstances. It was also reported that there were multiple losses of power to the controller. The cause of death was unknown.